Event description:
It was reported that while in biomed department, the cardiosave intra-aortic balloon pump (iabp) was found to have a note on it stating "unit alarming." There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer evaluated unit and confirmed the issue. Fse install scroll compressor. Complete pm with full calibration. Unit past all functional and safety test per factory specifications. Return to customer and clear for clinical use.